Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer frequently no or intermittent response by button press on all buttons. Customer's blood glucose was 211 mg/dl. The pump was not dropped or exposed to moisture. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched display window.